Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge displayed a 50% battery charge, after the customer plugged the pump in to charge for 15 min the gauge read 5%. The customers blood glucose level was reported to be 233 mg/dl. During troubleshooting with tandem technical support, review of pump data revealed, that the battery dropped 45% in 5 min. In addition, it was reported that the pump would not charge normally despite attempting multiple cables and power sources. It was indicated that the customer had manual injections available for alternate insulin therapy.